Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels over 600 mg/dl and diabetic ketoacidosis; cause of the bg level was unknown. Customer received fluids and an insulin drip to address the bg level. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.